Event description:
It was reported to arthrocare on (B)(6) 2013 via a voluntary medwatch form, that an incident had occurred during a hip arthroscopy procedure involving a sidewinder blade icw wand. Allegedly, the end of the wand developed a melted appearance and became pliable. The user facility itself did not report any issues with the particular wand to arthrocare. No additional details regarding the procedure or the pt outcome were provided.